Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: april 26, 2017 ¿ april 27, 2017. One folfusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured 15 minutes after filling with 3300 mg of 5fu and 30ml of nacl 0.9% for a fill volume of 96ml. There was no patient involvement. No additional information is available.